Event description:
It was reported that during implant, while removing a venous sheath, the sheath broke in half leaving a portion in the patient's vein. The patient was returned to the cardiac lab for removal of the remaining portion of the sheath.

Manufacturer narrative:
Na